Event description:
It was reported that during a revision procedure at (B)(6), the 5.0 trigen l-p screw was found broken inside the patient. The screw was supposed to be explanted and replaced with a competitor product. The item was in a distal screw hole when it broke in half.